Manufacturer narrative:
There has not been a follow up visit with the patient and no additional information is expected.

Event description:
The patient had super eagle punctum plugs inserted in both eyes for dry eye syndrome on (B) (6) 2010. On (B) (6) 2010, the patient noted the loss of the plug and during follow-up exam, a granuloma was protruding from the punctum in one eye. The plug in the other eye appears to be stable and well tolerated